Event description:
The hospital reported that during the coronary artery bypass surgery, the last two loops of the heartstring seal did not unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.